Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system generated an occlusion alarm accompanied by tangled infusion tubing, after which the caregiver, with support from the agent, performed a supply change of the infusion set and tubing while retaining the existing insulin cartridge. Symptoms included hyperglycemia with a reported peak blood glucose of 356 mg/dl lasting a few hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient elevated glucose without hospitalization or additional care. Investigation included interaction with the user for troubleshooting and education. Investigation of this case revealed that the occlusion resolved after replacement of the infusion set and tubing. It was concluded that the event was related to an infusion set occlusion associated with tangled tubing, and the device functioned as designed after supplies were changed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.